Event description:
A care giver (cg) contacted (B)(4) regarding the home patient (hp) waking up to find the bed wet, this occurred on the home choice (hc) unit during dwell 4. The cg stated she caught it in time, there was no alarm. The technical service representative (tsr) had the cg end therapy, close the clamps and cap off the hp. The tsr advised the cg to call the nurse for further medical instructions. The writer followed up with the nurse. The rn stated the home patient (hp) has disconnected the transfer set from the patient line in their sleep. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set)was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause could not be determined. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 alarm while on the homechoice (hc) device during dwell 4/5. The homepatient (hp) was not able to see the serial number (sn) because they are legally blind. The technical service representative explained the alarm. The hp said the supply fell and disconnected. The hp would have the nurse (rn) call when she comes. The hp to disconnect himself and leave the hc for the rn to end therapy. The rn called for assistance to end therapy and gave the sn. The rn powered on, at the end therapy. The tsr assisted to end therapy. Product surveillance contacted the hp's rn regarding the se. The rn stated that he just saw the hp yesterday and his fluids were clear and the hp was fine.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.